Manufacturer narrative:
The following devices were also listed in this report: x3 humeral insert - 40mm x 10mm standard; cat# 5571-s-4010; lot# mnh0w9. Humeral cup - 40mm dia x 10mm thk; cat# 5570-4010; lot# mnk85y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of right shoulder due to nonunion of the proximal humerus with painful hardware status post previous open reduction and internal fixation of the proximal humerus.

Manufacturer narrative:
The following devices were also listed in this report: reunion tsa - cemented humeral stem 11mm; cat# 5569-c-2011; lot# mkmdhm. 4.5mm peripheral screw - 28mm; cat# 5572-4528; lot# ha5r8n. 4.5mm peripheral screw - 24mm; cat# 5572-4524; lot# 9t7jvd. 4.5mm peripheral screw - 24mm; cat# 5572-4524; lot# nt8ej6. 4.5mm peripheral screw - 20mm; cat# 5572-4520; lot# ka8xxd. 6.5mm center screw - 24mm; cat# 5573-6524; lot# aa32l0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding alleged revision due to patient factors involving a glenosphere - 40mm dia x 6mm thk concentric was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available or evaluation. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: at an office visit of (B)(6) 2016 he complained of a pain level of seven over ten and x-ray showed ¿good position with no loosening¿. He was seen on (B)(6) 2016 where an office visit notes him to have a pain level of four over ten with an x-ray showing ¿good position, no loosening¿. On an office visit of (B)(6) 2016 he complained of chest pain, depression and shortness of breath. X-ray was noted to be ¿unchanged of the right shoulder¿. X-rays dated (B)(6) 2016 and (B)(6) 2016 are three views, each date, of the right shoulder showing a reduced reverse shoulder with the glenosphere intact and it still appears unstable. On (B)(6) 2016 an operative report for hardware removal of the right proximal humerus, reverse total shoulder arthroplasty and fluoroscopy over one hour for a diagnosis of right shoulder nonunion proximal humerus with painful hardware. The clinician concluded, in this osteoporotic patient on steroids, failure to gain soft tissue tension and appropriate length resulted in the recurrent instability of the reverse total shoulder replacement which was initially performed for a failed internal fixation of a never reduced proximal humeral fracture. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that, "in this osteoporotic patient on steroids, failure to gain soft tissue tension and appropriate length resulted in the recurrent instability of the reverse total shoulder replacement." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of right shoulder due to nonunion of the proximal humerus with painful hardware status post previous open reduction and internal fixation of the proximal humerus.